Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements. A low energy shock lead impedance test was performed with high but within range results. Boston scientific technical services (ts) recommended that at the next in clinic appointment the stored episodes should be evaluated for noise, perform isometrics and pocket manipulations, consider administering a high energy shock, increasing the upper shock impedance limit and test the beeper function for the patient. The recommended troubleshooting was performed. No adverse patient effects were reported. The device remain in service and the patient will be monitored.